Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 20x2.75mm, eccentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the severely calcified mid right coronary artery (rca). After pre-dilatation was performed with a 2.5 x 20 non-bsc balloon catheter resulting to 70% residual stenosis, a 20mm x 2.75mm nc quantum apex balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.